Event description:
Repair request initiated for the device with a report that the attachment was damaged by tool contact. No patient impact reported. Report escalated based on reason for return. On follow up it was reported that the malfunction was identified during cleaning. It was confirmed there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the internal tube bearings were worn and the ball bearings were missing and the tool channel was corroded. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." (B)(4).